Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, difficulty was encountered while grasping the leaflets. One mitraclip was successfully implanted. The mr was reduced to grade 1+ post procedure. On (B)(6) 2025, follow up revealed single leaflet device attachment(slda) from the posterior leaflet. Patient returned symptomatic with dyspnea and angina. The minus knob was unable to straighten the sleeve. Per the physician, knob functionality affected adequate grasping of leaflets which may have resulted in slda. Angina was resolved by percutaneous intervention. Recurrent mr of grade 4+ was reported. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficult positioning of leaflet grasping and the single leaflet device attachment (slda). The reported patient effect of mitral regurgitation, dyspnea, and angina, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea and angina were cascading effect of recurrent mitral valve regurgitation. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.